Manufacturer narrative:
The complaint of a broken guidewire is confirmed. According to the email, seven pictures were taken of a guidewire that is used with a ptfe 3.5 fr universal micro introducer kit, product code: 066894506. The damage incurred to the guidewire exhibits severe tensile elongation of the outer coils. The center core wire appears to have broken from its distal weld tip. That is all that is discernible in the set of pictures. At this time, the mechanism of damage is undetermined. During the placement procedure the user should not pull back the guidewire over the needle bevel as this may sever the end of the guidewire. The product IFU cautions the user to, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire". The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. A lot history review (lhr) of revf0727 showed no other similar product complaint(s) from this lot number.

Event description:
While placing a 3 fr groshong in a pt, the wire broke and frayed. Exiting the pts arm was the thin, coiled wire that is consistent with the outer wrapping on a microintroducer guide wire. This wire continued out from the insertion site approximately 3 to 5 cm at which point nurse noticed a short 0.5cm segment of thicker, straight wire still inside the coiled portion. This thicker wire was similar in appearance to the inner core. After the 0.5 cm segment, the coiled outer wire continued on for about 10 cm until it met with the rest of the wire. An x-ray was taken of the pts arm which showed a segment of wire curled (and retained) in the vein. Vascular surgery was consulted, they did take the pt to surgery for removal. The retained segment was kept, however, the rest of the wire was not.